Manufacturer narrative:
Unit passed restart error, displacement, rewind. Occlusion and unit alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unable to verify force system sensor alarm due to motor error alarms. Unable to perform occlusion, prime and excessive no delivery tests due to motor error alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor snd the pump cannot exit the prime loop. The customer's blood glucose reading was 146 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.